Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n209282005 serial# implanted: (B)(6) 2009 explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2011-jun-11, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding baclofen 2000 mcg/ml at a dose of 944.3 mcg/day (minimum rate as of now prior to replacement) via an implantable pump. It was reported that the patient had a return of symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue that the rep was informed of as well as no diagnostics/troubleshooting performed. The patient's catheter was assumed to be kinked or broken due to increased symptoms and the surgeon performed a full replacement of the catheter. Actions/interventions taken included the catheter and intrathecal pump (itp) were replaced. The issue was resolved at the time of the report.